Event description:
On 8/3/88 device was implanted. On 3/6/96 the left cylinder was removed from the pt. On 9/23/96 the right cylinder, pump and reservoir were removed from the pt and an entire device implanted due to fluid loss.